Event description:
It was reported that the system had communication failed issues and would freeze up/lock up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.